Event description:
It was reported that the bd autoshield¿ duo pen needle had a label with a different ean. The following information was provided by the initial reporter: "pharmacist informed us that sku 329917 has got a yellow label as sku 329916 with pzn 15320176 but different ean. Very difficult to distinguish

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10

Event description:
It was reported that the bd autoshield¿ duo pen needle had a label with a different ean. The following information was provided by the initial reporter: pharmacist informed us that sku 329917 has got a yellow label as sku 329916 with pzn 15320176 but different ean. Very difficult to distinguish.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.